Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. All expected results were met. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "slider resistance during the surgery" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, a3b, b5.

Event description:
Surgery was completed with second xen®45 gts device.

Event description:
Healthcare professional reported a xen®45 gts "slider resistance during the surgery" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.